Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the first inflation, the pressure level was increased gradually but the balloon ruptured at 4atm. The device was checked at outside the patient¿s body and a pinhole rupture was noted. The procedure was completed with a 2.5 non-bsc balloon catheter. No patient complications were reported and the patient¿s condition was good.